Event description:
It was reported that the patient was experiencing phrenic nerve stimulation from the left ventricular lead. Reprogramming was unsuccessful in eliminating the stimulation. The left ventricular lead was switched off and the device remains implanted. There were no other patient complications reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.